Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00342 and MDR #1828100-2014-00343.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, "mosaic" like lines appeared on the screen when starting the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.